Event description:
Related MFR. Report#: 3006705815-2019-001940; related MFR. Report#: 3006705815-2019-001941. Additional information indicates surgical intervention was undertaken on (B)(6) 2019 wherein the patient's system was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2019-01940.related manufacturer reference number: 3006705815-2019-01941.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference manufacturer report number: 3006705815-2019-01940, reference manufacturer report number: 3006705815-2019-01941. It was reported that the patient was experiencing ineffective therapy. Surgical intervention may be pending.